Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2003: pt underwent repair of an incisional hernia with two composix meshes, which were cut and sutured together. On (B)(6) 2003: office/ER visits - pt has drainage from the abdominal incision site and is treated with antibiotics. On (B)(6) 2004: pt admitted to hospital for acute abdominal pain, nausea and vomiting. Found to have a small bowel obstruction. On (B)(6) 2004: pt presents with abdominal distention and pain. Pt underwent exploratory laparotomy with lysis of adhesions, partial explant of the prior implanted composix mesh(es) and implant of additional composix mesh, which is sutured to the previously placed mesh. On (B)(6) 2005: office/ER visits - cystoscopy reveals a normal capacity bladder. On (B)(6) 2005: pt presents questioning possible foreign body in her bladder. Small knuckle of mesh could be seen protruding within the bladder.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be two additional implants. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt has significant comorbidities and a history of prior anterior abdominal wall fascial tissues in the suprapubic region formed by extremely thin facial tissues of the anterior abdominal wall. This ballooning outward contains small bowel and superior part of the urinary bladder". No sample was returned for eval. A review of the mfg records was performed, including sterility, and there was no evidence of mfg related cause for the reported event. Without further info, no conclusion can be drawn at this time. See MDR 1213643-2009-00326 for info related to the additional composix mesh implanted on (B)(6) 2003. See MDR 1213643-2011-00751 for info related to the second composix mesh implanted on (B)(6) 2003.